Event description:
Unomedical reference number (B)(4). Event occurred in hungary. It was reported that the patient encountered infusion set cannula was crimped on (B)(6) 2024. Insertion site was abdomen left side. Subcutaneous tissue was sufficient for insertion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: (B)(6).